Event description:
Surgeon reported that he had a tag in the left pt eye that resulted in a posterior capsule tear. According to the surgeon, there was a long tag that he was trying to avoid from tearing. During irrigation and aspiration, the surgeon went after the tag and caused the capsule to split at 2 o'clock. No vitrectomy was performed. Lens was placed in sulcus. Surgeon states that it was very difficult to dock and scan pt due to his facial anatomy and facial hair. Pt clinical outcome results: pt is 20/20 and no additional treatment is necessary.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.